Event description:
It was reported by the customer that a pyxis medstation es system was not displayed a patient profile at the station. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient profile was not displayed on the station. A technical support specialist cleared some space in drive and updated the customer on the findings to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.